Manufacturer narrative:
H10: additional related report number "3012307300-2025-04151." H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed 6 hours and 20 minutes remaining when infusion should have been complete. Per reporter, the treatment log showed the pump stopped 7:12 am on (B)(6) 2025, powered down at 8:50 am, and powered back up and restarted at 1:40 pm. The remainder of the infusion was forgone. Reporter stated the delivery log indicated the pump may have been stopped by the patient, but the patient was unable to recall. The starting volume was 138 ml, with a continuous infusion rate of 3 ml/hr. The reservoir volume displayed 18.6 ml, and 119.4 ml had been administered. The amount of medication remaining in the cassette had matched the reservoir volume displayed on the pump. The intended infusion length was 46 hours, and the actual infusion length was 40 hours. The patient was not medically affected.

Manufacturer narrative:
Corrected: d3 - mfg establishment name and g1 - contact office establishment nameno product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.